Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1tc41365, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this implantable neurostimulator has a solid red light on their remote control. The patient's original symptoms had returned and was noted to have a red light on both programs. When the local care team member connected to the patient with the clinician programmer, two electrodes had high impedance. The local care team member programmed around the two high impedances and gave the patient two new programs that is felt in the rectum. Additionally, the patient had an x-ray. The physician believed the battery pocket had dropped as the positioning of the x-ray made the battery look lower, but when the exam was performed, the device felt fine. The patient had surgery to revise their neurostimulator and tined lead. The patient is doing well.